Event description:
It was observed that during the device evaluation, the colonovideoscope auxiliary water channel (j-tube) has foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found foreign objects (white foreign material) in the j-tube (auxiliary water channel). At the time of the customer update, the device had already been shipped to the customer, making it impossible to perform hmi tests. The customer was contacted to confirm that the hmi test had been performed after receiving the equipment. The results were subsequently sent and are in compliance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.